Event description:
Patient in special procedures for cerebral infusing. Transend wire inserted and tip of microwire broke off. Device was not being manipulated in any way, was being used for about 20 minutes when wire broke off.